Event description:
It was reported the ventricular lead was repositioned due to a dislodgment, from the out flow tract to the apex of the heart which lead to chest pain. The lead was attempted to be repositioned again, but the helix would not retract. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.